Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cable could not be confirmed through this evaluation. Additional information communicated that the system controller was exchanged on (B)(6) 2023 regarding damage to the power cable. Further communication indicated the system controller was discarded. A root cause of the damaged power cable could not be determined during the evaluation. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged due to a cracked power cable.